Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's father stated that neither the customer nor the insulin pump were present in order to perform troubleshooting. The blood glucose reading was not provided. Nothing further reported.